Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Svn: (B)(4). Start date of the sensor: start hour of the sensor: sensor start missing reason: does not know: location of sensor insertion: abdomen. Date of sensor alert: hour of sensor alert: sensor alert missing reason: does not know complaints text (B)(4) 2019 13:26:58 erp_rfc_user related svn (B)(4) complaints text (B)(4) 2019 13:25:09 aclisd2 initial notes: change sensor inquired what led up to the complaint. Customer response: new to wearing sensor and its not even lasting for 7 days. Change sensor/sensor updating/sg value not available/calibration not accepted t/s per dop114-980. Date/time of insertion was: sunday. Location of insertion was: abdomen. Sensor lot #: I don't have. Date/time of alert(s) received: 4 days. Customer would like to continue troubleshooting. Customer did receive a sensor updating/sg value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer's outcome pertaining to the complaint: send 2 sensor replacement. Ship: mmt-7020a/return: nothing.